Event description:
It was reported that, after a tha had been performed, upon an x-ray follow-up from a plated peri prosthetic fracture, a subsidence was revealed. Although stable, it was decided to perform a revision surgery to replace head and liner. A great result was achieved.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that the revision of the head and liner was performed due to subsidence. Per email correspondence, the requested surgical records and x-rays are not available. Without sufficient supporting medical evidence, a clinical assessment cannot be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.